Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) appropriately, the ventricular tachycardia (vt) was not terminated. Technical services (ts) was consulted and noted that the device operated as programmed. The patient had to be cardioverted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) appropriately, the ventricular tachycardia (vt) was not terminated. Technical services (ts) was consulted and noted that the device operated as programmed. The patient had to be cardioverted. No additional adverse patient effects were reported.